Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter on post operative laparoscopic lower anterior resection of the rectum, the patient experienced sepsis due to a rapid clinical worsening revealed as a rupture of the anastomosis on the whole circumference with the two separated stumps as well as a stercoral peritonitis. Antibiotic therapy (amikacin and tazocicline 4g/8h) and an antifungal agent (fluconazole 400 msg/d) were administered. A new surgical resumption was performed due to an abscess and peritonitis. In addition, the patient was led to a long stay in the intensive care and a difficult extubation was observed before the second surgical revision.

Event description:
According to the reporter, post operatively on an open hysterectomy, the patient experienced sepsis due to a rapid clinical worsening revealed as a rupture of the anastomosis on the whole circumference with the two separated stumps as well as a stercoral peritonisis. Antibiotic therapy ( amikacin and tazocicline 4g/8h ) and an antifungal agent (fluconazole 400 msg/d ) were administered. In addition, the patient lead to a long stay in the intensive care and a difficult extubation was observed before the second surgical revision. A second surgical resumption which was a stoma was performed due to an abscess and peritonitis, after the surgery, the surgeon had to go back and saw that the rectal and vaginal stump had also opened. It was stated the device worked but there was a complete release of the anastomosis.

Manufacturer narrative:
Additional information: b5, g3, therapy (hysterectomy), event context (post-operative) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.